Event description:
It was reported that upon interrogated, an alert was received due to low impedance and possible output circuit damage. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.